Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of photo of device. The visual inspection of the returned photo showed the surgical procedure but did not show the stapler. No staple line was able to be observed in the photograph provided. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph of a device. The visual inspection of the returned product noted the reload was fully fired and engaged in interlock. The used sulu was reset and reloaded with staples from a test loading unit. The instrument and sulu were applied to the appropriate test media with acceptable results. The visual inspection of the returned photo showed the surgical procedure but did not show the stapler. No staple line was able to be observed in the photograph provided. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sectioning the right colon during an open right hemicolectomy procedure, one side of the section was open. The staples which formed in the tissue only penetrated one side of the colon. They used another reload in order to complete the case. There was no reported patient injury.